Event description:
The single site curved cannula accessory was returned to intuitive surgical, inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The single site curved cannula accessory was received without a complaint and evaluated. Failure analysis investigation found the tube would rotate with respect to the bowl due to a weld defect. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect could likely cause or contribute to an adverse event, if the malfunction were to recur.